Manufacturer narrative:
According to the report, the pt was revised due to "unstable collateral stability." Both the tibial component (lps) and femoral component (lps) were revised. There is no info regarding length of implantation, suspected cause of collateral instability or, what type of replacements components were implanted. There is no indication of implant failure and a physical review of the retrieved tibial implant under magnification showed only very minor abrasion on the articular surfaces which would be associated with normal use. Lps components are posterior cruciate ligament (pcl) substituting designs and are used in cases where the pcl is removed to provide anterior constraint and prevent subluxation. Lps components do not provide varus-valgus constraint which would be required for instances where the pt exhibits collateral instability. Therefore, lps components are ineffective in patients with collateral instability. These type of cases are typically addressed with revision-type components (lcck) which provide varus-valgus constraint in addition to anterior constraint required for substitution of the pcl. The lps components were revised due to collateral instability and not due to any device performance issues or failure.

Event description:
Event detail: it was reported that the pt was revised due to collateral instability. No further info is obtainable from the hospital.